Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the initial allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rear of the alternating current inlet was cracked, and the front of the power switch was damaged, the protective cover was cracked, and the led had its plastic cap torn off and would not illuminate on the maintenance unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the observed damage to the power switch and inlet could not be determined, however, the issue was likely due to wear and or user handling/mishandling. Olympus will continue to monitor field performance for this device.